Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Imp,tsv,4.7,13,mtx,mg (item # tsvtwb13) was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation other than some residue present on the implant threads and collar. The returned product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated:

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the patient experienced discomfort after implant placement. As a result, the implant had to be removed. Tooth location 11.